Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the coil conductor lv3 of the lead and it was not obstructed, there was blood on the coil conductor lv4 of the lead and it was not obstructed, there was blood on the proximal conductor of the lead and it was not obstructed and there was blood on the distal conductor of the lead and it was not obstructed. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. Electrical resistance and cross continuity test results were within specifications. No anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was unable to be implanted due to high impedance in the lead. There was blood in filtration observed in the lead. The physician elected to use another lead that was implanted successfully. No patient complications have been reported as a result of this event.